Manufacturer narrative:
Insulin pump trace download analysis confirmed the unit alarmed pump error 25. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 or pcb 1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a power error detected alarm. Power error detected alarm recurred within a week of troubleshooting the previous occurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.